Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched.

Event description:
It was reported that the right ventricular (rv) lead was perforated and had dislodged into the pericardial space. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.